Event description:
It was reported a pta balloon circumferential ruptured, and during retraction of the pta balloon dilatation catheter from the sheath, slight resistance was observed. The pta balloon catheter and the introducer sheath were then removed simultaneously from the pt while the guidewire was left in place. Upon removal of the devices, it was observed that a portion of the pta balloon was no longer attached to the catheter. The guidewire was removed and it was observed that the distal tip of the balloon was still mounted on the guidewire; however, approx 1 inch of the pta balloon was still missing. Reportedly, attempts to retrieve the detached component with a snare proved unsuccessful and the detached component could not be observed under angiography. The pt is asymptomatic.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample was returned for eval. The device was returned with part of the balloon missing and the lip section separated from the catheter. The distal tip is broken distal to the proximal balloon cone neck transition. A circumferential break of the balloon was observed. The separated distal tip section and includes breaks at both ends. It also had indications of where the marker bands had been. The marker bands are missing, as is the remainder of the balloon and the distal tip of the catheter. Further evaluation of the returned sample could not be done due to the condition as rec'd. The sample evaluation confirmed the complaint for a circumferential balloon rupture and detachment of balloon. Due to the sample condition, the sheath compatibility could not be tested, however, it is possible that the retraction resistance could be due to the initial rupture of the balloon. It was reported that the balloon was inflated using a 5cc and 1cc syringe. The IFU (instructions for use) requires a luer/lock syringe with a manometer to be used during the procedure. It is unk if the balloon was over-pressurized causing the rupture. Definitive route cause is unk. In addition, it was reported that this device was used in an av access procedure. This application represents an off label use for this device. Procedural and pt factors may have contributed to the event, as this device was used for a lesion an av site (off label) and a 5cc and 1cc syringe were used. However, definitive root cause is unk. The current IFU (instruction for use) states: warning: do not exceed the pressure rating recommended for this device. Balloon rupture may occur if the maximum pressure rating is exceeded. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Potential adverse reactions: add'l intervention. Equipment required: luer lock syringe/inflation device with manometer (10ml or larger). Indications for use: opti-plast xt pta balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the femoral, iliac and renal vessels. This catheter is not for use in coronary arteries.